Event description:
It was reported that after successful coronary stent deployment in a tortuous cephalic vein, the physician experienced difficulty removing the guide wire. During removal of the catheter the shaft broke at the wire exit port and was retrieved without incident. Pt status is listed as "okay".